Event description:
Please refer to report 0009613350 -2019-00371.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6; correction: b4 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend has been identified. Event description: it was reported that the patient had a left total hip arthroplasty on the (B)(6) 2017 (first revision surgery) and had a revision surgery (second revision surgery) on the 7th (B)(6) 2017 due to infection. Primary left total hip arthroplasty was done on the (B)(6) 2012. Review of received data: medical records were provided and reviewed by a health care professional (hcp). Review of the available records identified the following: -primary surgical report dated (B)(6) 2012 was received and reviewed. The patient underwent left cementless total hip arthroplasty on (B)(6) 2012 due to severe arthritis. A zimmer 64mm trilogy cluster cup, 2 acetabular screws, 10 degree elevated xlpe liner 36mm, m/l taper stem sz 15, and cocr femoral head 36mm were implanted. Desired fit was achieved and there were no intra operative complications. -revision surgical report dated (B)(6) 2017 was received and reviewed. Patient was revised due to issues with corrosion, elevated metal ions, pain, and metallosis. This was evaluated in the linked warsaw complaint (B)(4). The acetabular screws, locking ring, liner, and head were removed. A new lock ring 64mm, 10 degree xlpe elevated liner, and biolox delta femoral head 36mm were used to complete the procedure. Patient was noted of having a lot of soft tissue damage and debris. Patient had a question of postoperative infection, for which he was treated with IV antibiotics. Patient only tolerated 9 days and antibiotics were discontinued. Cultures were negative. -second revision surgical report dated (B)(6) 2017 was received and reviewed. Patient was revised due to chronic pain and wound drainage. Patient started having wound discharge 5 days prior to surgery. Discharge was serous, clear fluid. Patient had no erythema, no warmth, no fevers or chills. The patient was worked up for infection but no positive cultures / infection was confirmed. The area that had been draining communicated with a hole in the fascia. This fascia was incised and the sinus was removed. The acetabular component was removed with minimal to moderate force. There was no bony ingrowth on the surface of the shell. The liner and head were also removed without complications. A zimmer continuum acetabular component 66mm, 2 screws, poly liner 36mm, and a biolox delta head with titanium sleeve were used to complete the procedure. Desired fit was achieved. - blood testing report for cobalt and chromium received. Date of collection (B)(6) 2017. - implant report received for primary and revision surgery. - pathological report received. Gram stain taken on (B)(6) 2017 were negative. Specimens collected during revision surgery on the 7th (B)(6) 2017 marked as 'left infected hip deep tissue' containing dense fibroconnective tissue and fibroadipose tissue with inflammation consisting predominantly of lymphocytes and granulomatous inflammation. Note: a gms stain is negative for fungal forms. An acid-fast bacillus stain is negative. A tissue gram stain is also negative. Second specimen collected and marked as explanted infected left hip hardware. Large-joint aspiration in the left hip was done on the (B)(6) 2017. Several attempts at aspiration were made. Aspiration did not yield fluid. Spot images were obtained. The needle was removed and hemostasis was achieved. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - sterilization certificate reviewed on: 21-feb-2020. The review showed that the biolox head has been sterilized according to specifications. - all adverse effects are covered in instruction for use (IFU). Conclusion: it was reported that the patient had a left total hip arthroplasty on the (B)(6) 2017 (first revision surgery) and had a revision surgery (second revision surgery) on b)(6) 2017 due to infection. Primary left total hip arthroplasty was done on the (B)(6) 2012. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this part or lot number. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for the endoprosthesis states that inflammatory reactions are possible adverse events and should be considered when implanting zimmer biomet devices. Additionally, it is stated that single-use implants should not be re-used as well as that the product should not be implanted if the sterility of the packaging has been compromised. The biolox option ceramic femoral head system must also not be resterilized by any method. Review of the medical documents as well as the surgical report of the revision surgery by a healthcare professional (hcp) can not confirm a case of infection. The revision surgery on (B)(6) 2017 was primarily due to chronic pain and wound drainage. The patient had no warmth, fever or chills. The patient was worked up for infection, but no positive cultures or infection could be confirmed. It has been noted in the surgical report that there was a hole in the fascia, which was directly linked to the area of wound drainage. The warsaw acetabular component was also noted to being removed with minimal to moderate force as well as having no bony ingrowth on the surface of the shell (captured in warsaw (B)(4)). Therefore, based on the available information, we were not able to identify an exact root cause for this issue. Investigation for warsaw products is captured in warsaw complaint (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with biolox delta head on the left side and underwent revision surgery due to infection.